Event description:
During a dialysis treatment, the machine generated a "high bicarb" alarm when there was no bicarb hooked up to the machine. The heat exchanger was reported as being leaking. There was no pt injury or medical intervention.